Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a in.pact pacific for treatment of an unknown lesion in the superficial femoral artery (sfa). Device prepped as per IFU without issue. No resistance was encountered during advancement. The device did not pass through a previously deployed stent. Water was used as inflation fluid. It is reported there were balloon inflation difficulties and there was evidence of a balloon twist. It is reported the procedure was completed as normal using this device. No patient injury reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: a twist was been found on the balloon at 63 mm from the tip. Traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a change in the balloon profile was noted. Wrinkles are visible in correspondence of the twisted point. - 4 bars: the change in profile of the balloon was still visible. Wrinkles are still visible. - 7 bars: the change in profile of the balloon was no longer visible. A twist on the guide wire lumen underneath the twisted point of the balloon was detected. Few wrinkles are still slightly visible. - 14 bars: wrinkles and the change in the balloon profile were no longer visible. The twist on the guide wire lumen was clearly visible. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.